Manufacturer narrative:
Clinical evaluation determined that the injury was transient and is expected to resolve within a few weeks. The reported skin reaction is consistent with known and anticipated adverse reactions associated with energy based treatments. The device was requested for return to support further investigation. Multiple due diligence attempts were made to retrieve the device; however, the customer did not return the device, and therefore it was not available for evaluation. A review of the device history records (DHR) identified no anomalies or conditions that could have contributed to the reported event. Based on the available information, the most probable root cause is user error. Potential contributing factors may include failure to perform a skin test, pulse stacking or overlap, and inadequate post treatment care. Although this event does not meet FDA reportability criteria, this report is being submitted in good faith. The importer also submitted report number 3004450661-2026-00004 to the FDA.

Event description:
The importer reported that a user facility reported that a patient sustained a burn at the treatment site following use of the alma harmony system.